Event description:
Posterior vitrectomy - air fluid extension. Air pump unable to deliver air flow. Low pressure. Pupil constricted. Visibility limited. Unable to compete laser procedure due to hypotomy & limited visibility secondary to pupil constriction.